Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an rfr procedure performed with the pressure wire x. Upon removal of the wire, it was found that the wire was lodged in the calcium and perforated the vessel. A covered stent was attempted to be placed. The patient was unwell post procedure was transferred to the intensive care unit. There was a clinically significant delay in the procedure. The final patient outcome is unknown. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty of entrapment could not be confirmed as it was related to procedural circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned analysis, the reported entrapment of the pressurewire tip appears to be due to circumstances of the procedure. It is likely that the tip of the pressurewire became entrapped with the lesion calcification, and during removal, a perforation occurred as a result of the anatomical conditions. Unexpected medical intervention was required as a covered stent was attempted to be placed unsuccessfully. As a result, there was a delay in treatment and prolonged hospitalization. The reported patient effect of perforation of vessels is listed in the pressurewire instruction for use as a known potential complication which may be encountered during all catheterization procedures. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.